Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed hardware low level failure alert during the self test and hardware low level failure alert (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 134 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.